Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified outside of clinical use. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to boot-up successfully. Troubleshooting indicated that the host pc power supply was defective and had partially interrupted the supply of power to the system. Analysis of the system logs confirmed the malfunction, indicating that the host pc did not start up. The fse replaced the pc power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not startup. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc power supply. The device was returned to expected functionality.